Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys ferritin result for one patient sample. The initial result was 102 ng/ml. The sample was aliquoted into a new cup and repeated with a result of 16.7 ng/ml. The original sample was retested and the result was 17.2 ng/ml. The second aliquot was repeated and the result was 16.9 ng/ml. A third aliquot of the sample was created and the result was 17.0 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative checked the instrument, but did not find a cause. He changed the sample probe and mixer paddle, adjusted the positions and liquid level detection. He ran control material and samples. A specific root cause could not determined. This type of event is typically caused by carryover.